Manufacturer narrative:
Authors: tarasov rs , ganyukov vi, barbarash ol and barbarash ls. Journal: interventional cardiology year: 2017. Issue: (2017) 9(2), 57-63 title: two preventive multivessel stenting strategy with zotarolimus eluting stents in stelevation myocardial infarction patients: 12-month results of randomized trial.

Event description:
The journal article details treatment of 136 patients with resolute integrity drug eluting steting during pci procedure as treatment for stemi and multivessel coronary artery disease. The outcomes of these patients were documented after one year. It was reported that 4 patients passed away (3 cardiac death, 1 cancer related), 7 suffered mi, 3 required target vessel revascularisation (tvr) and 1 required non-tvr and 6 patients suffered stent thrombosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.